Event description:
It was reported to philips healthcare that the heartstart mrx failed opcheck for pads cable. Several pads cable were tested resulting in the device failing opcheck for the same pads cable failure. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.